Event description:
It was reported that no disposable alarm on cadd legacy pump 412448 using prefilled remodeling cassette from (B)(6) 2022 shipment. Unable to resolve with troubleshooting as per manual. Placed cassette on back up pump. Back up pumped alarmed no disposable. Patient will place new cassette from shipment received today. No further needs. No further details provided